Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller alleges the infusion set tubing was broken/defective several times. Caller reported after the tube was kinked, insulin leaked out. The issue occurred with 2 batches of infusion sets. No adverse event reported. Requested return of the alleged device for evaluation.